Manufacturer narrative:
Investigation is ongoing.

Event description:
After deployment of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the valve embolized during removal of the delivery system. The delivery system ¿touched/hit¿ the valve causing it to canter and fall into the ventricle. The patient was converted to an open procedure the valve was explanted and the patient received a mechanical valve. There was no device malfunction reported; however, the valve was requested to be returned for evaluation. The patient¿s valve area measured 877cm2, with bulky leaflet calcification on one side of the leaflets and two leaflets were fused. As reported, +4cc of inflation volume was used, and no bav was performed. There was no true coplanar view. The valve was not crushed or compressed during explant.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: valve strut was exposed through the skirt seam at c3 commissure, and no damage on skirt, or close component. In addition, the valve appears unevenly expanded with one side foreshortened more than the other, this could be a result from the fused leaflet, where the bulky calcification prevented the frame from fully expanding at the calcified side and/or due to the extra volume (+4cc) used during thv deployment (over expansion). No other abnormalities were observed. Prior to testing an attempt was made to correct the uneven expansion on the frame by re-crimping and re-expanding the valve with sample devices (commander delivery system and crimper), but was not successful. The unevenness was reduced, but the frame remained distorted. Therefore, an accurate measurement for the frame od and height was not performed due to the condition of the returned valve (over expanded, not completely circular in shape, and uneven). A review of returned pre-op CT images confirmed that patient had a large annulus area measured 877.8 mm2 to 892.3 mm2, and bulky leaflet calcification. The device history record was reviewed and no manufacturing non-conformance issues would have contributed to the reported event. The complaint of valve ¿ deployment difficulty-underexpansion was not confirmed based on the returned valve condition (unevenly expanded), dimensional inspection (over expanded) and CT images (large annulus). Per report, the patient had a large annulus that measured 877mm2. Per the instructions for use (IFU), the maximum annulus area recommended for a 29mm valve is 683mm2. Although CT images indicate that there was a bulky calcification on the leaflet, the gap (194mm2) appears to be too large to fit in a 29mm valve. Despite the valve being over expanded with extra volume (+4cc), the valve may not have been able to be securely seated within the annulus and was thus easily dislodged and embolized with slight contact. Per the complaint description, during system removal, the delivery system touched the valve. As a result, the valve canted and fell into the ventricle. Available information suggests that patient (large annulus size)/procedural (incorrect valve sizing) factors contributed to the complaint event. The complaint was not confirmed based on the returned valve condition (unevenly expanded), dimensional inspection (over expanded) and CT images (large annulus). No manufacturing non-conformances were identified during evaluation. A review of the device history record did not reveal any indications that a manufacturing non-conformance contributed to the complaint event. Therefore, no corrective or preventative action is required at this time.